Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (b)6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 26-aug-2023, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that a lead migration was confirmed via x-ray. Contributing factors were unknown. The patient was reprogrammed, and the issue was resolved. No symptoms were reported.